Event description:
The stent was received in a sealed container. There were 2 fractures along the entire length of the stent. There were additional small fractures around the end of the stent which probably occurred during removal of the stent from the pt. Both fractures were the entire length of the stent with 1 fracture restricted to 1 column of stent loops and the second fracture along 2 consecutive columns of stent loops. The remainder of the body of the 2 stent pieces are intact. Based on analysis of the returned product and mfg record investigation, it is not possible to determine a cause for this event to initiate a corrective action.

Event description:
It was reported that 15 months post stent placement, the stent allegedly broke and perforated the pt's trachea and the pt is coughing up blood. The device is still in the pt but will be removed. It is unknown if the device will be returned. If the device is returned, a follow-up report will be submitted.